Event description:
It was reported that the patient underwent an explant procedure of the indirect decompression spacer due to migration. The device will not be returned for analysis as it was disposed of by the facility.